Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed and resistance measured within specification. Mechanical inspection revealed the helix electrode consistently extended and retracted within six turns. Helix, fully extended, measured .076 inches within specification. Primary analysis finding: no anomalies found.

Event description:
It was reported, during the implant procedure, positioning difficulty with the lead was encountered. Consequently, this lead was withdrawn from the patient.